Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer reloaded the cartridge and successfully completed the load sequence. Customer¿s blood glucose level was 213mg/dl.